Event description:
Healthcare professional reported "device was opened and discarded was noted as spec noted/observed on implant. This record is for unknown side. The device status is discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device contaminated during manufacture or shipping.